Manufacturer narrative:
(B)(4). Eval, results: (restenosis of stented segment), (root cause of restenosis unk).

Event description:
During index procedure, 1 complete se peripheral stent was implanted to the left external iliac. Approx 15 months post index procedure, a tvr was performed due to iliac restenosis. Approx 30 months post index procedure, in-stent restenosis of the target limb was reported. A clinically driven target lesion/target vessel revascularization was performed. Investigator reported a definite relationship to the study device.